Manufacturer narrative:
Received one device. Customer problem was duplicated. Visual test was performed- found damaged(detach) downstream occlusion sensor (dso) seal. The dso seal replaced. Functional test was performed- found defective dso sensor. The dso sensor replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with the cassette alarm. There was no reported patient involvement.